Event description:
Patient reported "old prostheses were broken, which was causing me several problems and required surgical intervention" and "radial folds, with evidence of capsular contracture, with a ¿linguine sign¿ aspect, signs of intra-capsular rupture, concomitant fluid-edemigenous imbibition and an inhomogeneous appearance of peri-prosthetic soft tissues, axillary lymph nodes due to possible siliconomas" via MRI. This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.